Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found with a damage at the conductor wire¿s insulation grip hub. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have a broken cable at the top of the instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event.